Event description:
It was reported that during a gastrectomy procedure, the device would not staple and would not cut. At the fourth use of the device, with a gold cartridge, it did not cut, and the staples did not close appropriately. The user held the device tight on the tissues in order to make it work. As a consequence, the two faces of the stomach tissue were injured. The injury was repaired by manual suture. They used another like cartridge on the same instrument: it worked correctly.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.